Event description:
The customer reports the label on the box is (B)(6) 2015. Test date on the item is (B)(6) 2015. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.